Event description:
It was reported that the left ventricular lead "pulled back" out of the vein into the coronary sinus (cs) and the physician thought the lead had been "pulled back" approximately four months to one year. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and cosmetic environmental stress cracking and depression on the outer insulation.